Event description:
It was reported that this patient had an inflatable penile prosthesis (ipp) implant surgery approximately two years ago. The device was working successfully but recently the pump has started to become harder to activate. The first squeeze of the pump bulb used to open the valve to let the cylinders fill with fluid with each pump, but now that does not happen regularly. The patient squeezes the bulb and it will not reinflate, therefore, the deflation button should be pressed deflating any fluid, allowing the pump to go back to the start and then try the process again. This is happening more frequently now, and the patient also noticed that the fluid has been getting into the cylinders without doing any pumping. A solid squeeze of the penis usually starts the pump without the patient pushing the deflation button.